Event description:
It was reported that the patient underwent a revision procedure due to reservoir puncture and pump malfunction with an inflatable penile prosthesis (ipp). The ipp pump and reservoir was explanted and a new ipp pump and reservoir was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to reservoir puncture and pump malfunction with an inflatable penile prosthesis (ipp). The ipp pump and reservoir was explanted and a new ipp pump and reservoir was implanted.

Manufacturer narrative:
Device analysis: reservoir analysis: based on the investigation, the device was not returned for analysis and there were no ncprs associated with the product return for this specific complaint. This investigation is considered as a no product return. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or sustained; therefore, no escalation to ncep, cpa, or scar is required. Pump analysis: product analysis was unable to confirm the reported events. Visual and functional test were completed; the pump performed within specification. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation of the pump component. Based on the results of this investigation, no escalation is required.